Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging missing products (lancets and control solution) from her onetouch ultra2 meter kit. It was noted that the patient was informed that the meter kit will come with lancets and control solution. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began a couple of weeks ago prior to contacting lfs. Per the cca documentation, the patient refused to provide what diabetes medications she was taking or what action she took regarding her diabetes regimen at the time the alleged issue began. At an unknown date/time, the patient reported she felt "nausea, palpitation, and dizzy" after the alleged issue began. In spite of her symptoms, the patient denied seeking medical treatment. At the time of troubleshooting, the cca was able to guide the patient where to locate the lancets and informed the patient control solutions do not come with the meter kit . A control solution was sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (Serial #) information was not provided. The 510(k) # is k053529.